Event description:
Advocate stated the customer ran blood glucose tests on 2 contour next meters and received readings of 304 and 92mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the strips for investigation replacement test strips and a new meter were sent to the customer